Event description:
It was reported that the pumps usb port "does not hold cable plugs securely anymore". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.